Event description:
It was reported "the first balloon was only partially inflated (manual inflation also could not fully expand the balloon). Therefore, the physician urgently placed a second balloon, which was then successfully pumped". The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Multiple bends to the iabc were noted at approximately 16cm, 27.5cm and 42cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sam-ple. The customer submitted photo and video were reviewed. The photo shows the original packaging box with the serial number and lot number information. The serial number and lot number identified in the photo matches the serial number and lot number reported on the complaint report. The video shows the fluoroscopic image of the patient and iab catheter, where the balloon was noted not fully inflating near the iabc distal tip. The bladder thickness was measured at six points with measure-ments ranging from 0.0059in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guide-wire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was only partially inflated" is confirmed based on the customer provided video with the complaint report. In the video, the balloon was noted not fully inflating near the iabc distal tip; however, during the investigation, the returned iabc bladder was fully intact with no abnormalities noted. The iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the first balloon was only partially inflated (manual inflation also could not fully expand the balloon). Therefore, the physician urgently placed a second balloon, which was then successfully pumped". The patient's current condition is "unknown".